Manufacturer narrative:
Other text: returned device was received in good physical condition but the tank cover was cracked and there was an outdated pcd and power switch. During the evaluation of the device, the screws on the tank cover were over tightened additionally there is a faulty speaker on the pcb and won't emit sound when alarming. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) was leaking and the alarm failed to activate. The product problem was observed during testing.